Event description:
It was reported that the patient underwent transplant. Whether the outcome was device or therapy related was not provided by the customer.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: it was reported that the patient underwent a transplant on (B)(6) 2022; it is unknown what prompted this event. Multiple attempts were made to obtain additional information regarding the event, as well as the pump's return status; however, no additional information was provided, and the pump has not been returned to date. If heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) is returned at a later date, this investigation may be reopened to include the evaluation of the device. The heartmate 3 lvas instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04feb2020. No further information was provided. The manufacturer is closing the file on this event.